Event description:
Reported due to a retroperitoneal bleed requiring intervention. The physician attempted in arteriotomy closure in the common femoral artery above the inferior epigastric artery using the starclose device after an interventional procedure. It was reported the physician knew that it was high stick above the femoral head and inguinal ligament. He attempted to close with the device and felt hemostasis had been achieved with the device. The patient had arterial bleeding and a small hemotama. Manual compression held for fifteen to twenty (15-20) minutes. The patient was sent to surgery for a cut down. The artery was cauterized and the patient received two (2) units of blood products. It is unknown if any additional hospitalization was required. The patient is reported to be "doing okay".